Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had software error detected alarm during basal. The customer¿s blood glucose 8 mmol/l. Troubleshooting was performed. Customer was able to successfully clear the alarm. Customer was unable to complete insulin pump rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed the self test and displacement test. However, pump error 53 alarm found in the device history, problem isolated to the electronic assembly. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.